Event description:
It was reported that this right ventricular (rv) lead exhibited noise and physician suspected fracture. Additional information was received indicating that this lead was explanted for noise. No additional adverse patient effects were reported.

Manufacturer narrative:
The device has been received for analysis. Upon completion of analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.